Event description:
Customer reported she has experienced high blood glucose 3 or 4 times for the past 2 weeks. Blood glucose value has been between 500 and 600 mg/dl; mostly at night before bed. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, and date are set up correctly but basal rates and bolus wizard are unknown. The high pressure test was not performed as the customer did not have a tubing clamp. She had some sore sites but no infections. Customer mentioned that her fill cannula was 0.4 and she thought it used to be set to 0.5 and she might have accidently changed it. Current blood glucose is 118 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.